Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the maryland bipolar forceps (mbf) instrument moved in the opposite direction. The procedure was completed with a backup instrument, with no reports of patient injury.